Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that it was observed that the device had a black screen. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was immediately swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. Multiple attempts have been made to try to obtain further information about this case, but no further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the nurse found that the main screen of the ventilator suddenly went black, and immediately replaced another non-invasive ventilator after reporting to the doctor. The ventilator was normal and the patient was not affected. Investigation ongoing.